Event description:
Litigation papers allege the patient was injured by excessive levels of chromium and cobalt.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 11/13/2012 - pfs and medical records received. After review of the medical records and pfs this complaint is just for the right hip. The doi is (B)(6) 2007. Orginal litigation alleged high metal ions, but the pfs now alleges pain and difficulty walking. All implants from the right are being added to the complaint as none of them can be excluded as the cuase of pain as the patient had a poly insert. The second unknown liner is being changed to an unknown stem and the second unknown head is being changed to an unknown head. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.